Manufacturer narrative:
The system was tested and geometry module was inspected . Reviewed error log file. Found that there was a major break in the cable insulation to the geometry module. Other failures could be present inside the cable that is damaged. When the investigation has been completed philips will inform the FDA .

Event description:
Philips received a complaint from the customer in which it was stated that during a pulmonary embolism remediation the table top was locked when the patient went into cardiac arrest and could not be revived due to table not operating laterally to release locks.

Manufacturer narrative:
A philips field service engineer (fse) troubleshot the system and could not reproduce the reported lateral movement problem. The table brakes worked as intended. The fse observed: a break in the insulation of the geometry module cable. Evidence of fluid penetration in the table base, causing rust and debris buildup in the pivot. Material damage behind the table cover to the fuse holder on the power unit. Because of this, the philips fse replaced several parts. However, we are unable to determine if these parts were the root cause of the reported lateral movement problem for the reasons as further specified below. Philips has made several attempts in order to get more information about the incident, however customer has not provided any additional information. Hospital has requested philips to preserve all evidence in connection with this incident and hence philips is not allowed to do any destructive testing on the parts that were replaced at the hospital. Therefore, investigation has been limited to visual inspection and functional testing of some of the parts replaced. The replaced parts and the tests performed did not reveal a malfunction, which could explain lateral movement problems. A philips electrical designer analyzed the log files and did not identify any errors or warnings logged by the system about the table movement during the procedure. The customer mentioned that the system has had table problems before the incident reported. A review of our service records for this system has not shown any problems reported to philips. Search in the customer complaints database for the observed cable break and table lateral movement malfunction has not shown similar cases. Because no structural defect has been identified, no further action will be taken.